Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6) . Batch: 5094585.

Event description:
It was reported that patients spinal cord stimulation (scs) leads had high impedances. The patient underwent a lead replacement procedure. It was also mentioned that the leads were fractured. The patient was doing well postoperatively.

Event description:
It was reported that patients spinal cord stimulation (scs) leads had high impedances. The patient underwent a lead replacement procedure. It was also mentioned that the leads were fractured. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70 (sn (B)(6)). The returned leads were analyzed and visual and x-ray inspection revealed that multiple cables were completely broken at the bent/kinked location of the lead near the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. With all the available information, boston scientific concludes that the reported lead damage was confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor.

Manufacturer narrative:
Correction to the initial and follow up 1 mdrs in blocks b5, h1, and h6. Sc-2317-70 (sn (B)(6)). Sc-2317-70 (sn (B)(6)). Investigation result: visual and x ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: the allegation of high impedances has been confirmed. Product analysis identified multiple cable fractures at a bent/kinked location near the set screw mark of the clik x anchor. The damage pattern is consistent with mechanical stress from lead flexing at the anchor exit point, resulting in elevated impedance. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that patients spinal cord stimulation (scs) leads had high impedances. After program optimization, patients pain decreased but still has some pain. The patient underwent a lead replacement procedure. It was also mentioned that the leads were fractured. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to the initial and follow up 1 mdrs in blocks b5, h1, and h6. Sc-2317-70 (sn (B)(6)). The returned leads were analyzed and visual and x-ray inspection revealed that multiple cables were completely broken at the bent/kinked location of the lead near the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. A review of the manufacturing documentation for these devices revealed that no anomalies or deviations related to the event occurred during manufacturing. With all the available information, boston scientific concludes that the reported lead damage was confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. The most probable root cause was traced to component failure.

Event description:
It was reported that patients spinal cord stimulation (scs) leads had high impedances. After program optimization, patients pain decreased but still has some pain. The patient underwent a lead replacement procedure. It was also mentioned that the leads were fractured. The patient was doing well postoperatively.